Event description:
Customer reported receiving a battery out limit on the insulin pump. During troubleshooting for the battery out limit, customer stated that the buttons on the insulin pump's keypad stopped responding. Blood glucose level was 157 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that all the operating currents are within specification. No unexpected battery out limit alarms noted. The device was received with intermittent button response due to corroded keypad traces. The unit was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.